Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. Insulin pump received intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot.

Event description:
No blood glucose levels reported. The customer reported dropping the insulin pump in water. The customer further reported trying to dry the insulin pump and removed the battery; however, she received a battery out limit alarm from the insulin pump. The customer further reported trying to clear the battery out limit alarm but the buttons of the insulin pump were unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.